Manufacturer narrative:
(B)(4). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during a total knee replacement, the customer opened the cement packaging as usual. When time came to mix cement, the monomer would not collect into the mixing tube despite being under vacuum for the required amount of time.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, monomer not entering. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during a total knee replacement, the customer opened the cement packaging as usual. When time came to mix cement, the monomer would not collect into the mixing tube despite being under vacuum for the required amount of time.